Manufacturer narrative:
A ge service rep performed an on site investigation. The battery, technic processor, and scam were replaced and software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not boot up prior to a case. No pt injury was reported.